Event description:
Additional information from the healthcare professional of the clinical study reported the patient also felt the device "flipped" and this occurred two to three days and then not again for several days.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09wpf, product type lead.

Event description:
It was reported that there was pain over the implantable neurostimulator (ins) and the ins migrated. The patient reported intermittent pain over the ins site. Upon physical exam the ins site was minimally tender and the superior edge tipped outward and was more palpable. The ins was repositioned and the lead was extracted and a new one was implanted. The event required an unscheduled clinic or office visit. The generator was repositioned to the right side and the old s3 lead was replaced. The lead was replaced per physician discretion. The event resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09wpf, product type: lead. (B)(4).